Event description:
Bayer case number: (B)(4). Essure device migrated to the uterus [partial expulsion of device]. Pain [pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated to the uterus") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device expulsion (seriousness criterion intervention required) and pain ("pain"). The patient was treated with surgery (to remove essure). At the time of the report, the pain had resolved. The outcome of device expulsion was unknown. The reporter considered device expulsion and pain to be related to essure administration. The reporter commented: unknown date: insertion of essure devices. Patient underwent (essure removal) surgery. All her pain disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): they discovered that the patient essure device migrated to the uterus. Of the 12 rings that the device has, it had 10 from one and 8 from the other migrated to the uterus case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Essure device migrated to the uterus [partial expulsion of device] , pain [pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated to the uterus") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device expulsion (seriousness criterion intervention required) and pain ("pain"). The patient was treated with surgery (to remove essure). At the time of the report, the pain had resolved. The outcome of device expulsion was unknown. The reporter considered device expulsion and pain to be related to essure administration. The reporter commented: unknown date: insertion of essure devices. Patient underwent (essure removal) surgery. All her pain disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): they discovered that the patient essure device migrated . To the uterus. Of the 12 rings that the device has, it had 10 from one and 8 from the other migrated to the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.